Event description:
Distraction pin broke during procedure causing tip to fall into pt. Tip had to be retrieved from pt. Procedure performed; anterior cervical fusion. No pt harm reported. Retrieval successful.